Event description:
User facility reports: "23 gauge laser probe failure. Break in cord was noticed. Cord removed from field and replaced with a new one. Surgical case continued without incident. Original intended procedure was right vitrectomy with constellation 23g el/mp. Device malfunctioned. Device failed (e.g. Broke, couldn't get it to work or stopped working)."

Manufacturer narrative:
MDR #2939653-2012-00007 is submitted in response to receipt of user facility ((B)(6) health system) filed medwatch report # (B)(4). A failure analysis was performed on the returned device. Visual inspection confirmed a broken and a bent needle. The damage found is consistent with that occurring due to improper handling, storage, and/or cleaning. Iridex warns physicians to handle the probe with care, and states in the product's instructions for use (pn 15447) that the "product contains a fragile fiber-optic cable. Remove probe from package and unwind with care. Excessive stress may damage the fiber optic." Follow up documentation from (B)(6) ((B)(6) health system) on (B)(6) 2012, indicated that the damaged probe was noticed before treatment began. A break in the cord was noticed, the cord was removed from the field and replaced with a new one. The surgical case continued without incident. No additional procedures were performed. As there was no patient contact with the damaged probe, no injury occurred, and no medical or surgical intervention was required.